Event description:
Reported 1 false positive sars results for one asymptomatic patient (off label at the time). The customer communicated the result was confirmed negative by molecular (pcr testing). No additional information was provided by customer.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: phone.